Manufacturer narrative:
Serial number of the disposable device not provided by the complaint. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to reported observation. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that during an attempted novasure endometrial ablation there were 2 unsuccessful cavity integrity assessment (cia) tests. The physician did a hysteroscopy and a saw a uterine perforation "to the right area of the fundus". The procedure was aborted and the pt was admitted for overnight observation. On (B)(6) 2012,it was reported no treatment was needed and the pt was discharged home the next day (B)(6) 2012). A dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.